Event description:
It was reported by dealer that the left brake is getting extremely hot to touch, he is stating that it is not engaging or disengaging. Motor was just swapped out mid (B)(6) for the same reason. No injury.